Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: the catheter was returned coiled within a plastic bag. The catheter was noted to be fractured, 6.5 cm proximal to the tip. Microscopic examination: further evaluation using scanning electron microscopy on the fractured catheter surface was performed. The secondary and compositional images of the fractured cross-sectional surface indicated an inclusion in the material. The mating surgace exhibited the inclusion identified as a bisnuth-containing filler agglomerate. The catheter external surface exhibited some external surface damage, possibly caused during the catheter removal. Dimensional examination: the inner diameter of the catheter's tip and the outer diameter of the body were found to be within dimensional specifications. It appears that the catheter fractured due to torquing of the catheter beyond its design limits. A lot history review revealed that this is the first complaint of this nature that has been rec'd for the products from this sterile lot number.

Event description:
Rupture of the distal tip of the guiding catheter, prior to insertion through the csi, and during .035" guidewire insertion.